Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The touchscreen and the fluidics module were replaced to resolve the touch screen that did not work and the poor aspiration. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The vitrectomy probe was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The root cause of the reported event of touchscreen issues can be attributed to a nonconforming touchscreen. The root cause of the reported event of poor aspiration can be attributed to a nonconforming fluidics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the touchscreen is does not work well and there was poor aspiration with the vitrectomy handpiece during a vitrectomy procedure. There were no system messages displayed. There was no patient harm. Additional information has been requested.